Manufacturer narrative:
A supplemental MDR is being submitted due to investigation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, & investigation conclusions, and h11 have been updated.per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to the coronary obstruction. Investigation results suggest that patient factors (elongated native lcc leaflet) in combination with procedural factors (valve implant position) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.the reported central regurgitation and leaflet restricted motion events are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time.the device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformance. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion).in this case, the valve's central regurgitation and restricted leaflet motion were confirmed based on the information available to date. The cause of regurgitation can vary depending on multiple factors. Typically, mild regurgitation is not unusual following valve replacement and is generally tolerated by patients. Moderate to severe regurgitation requiring immediate intervention is often associated with patient- or procedure-related factors and may be unrelated to device performance. Guidewire positioning may also impact leaflet function; if the guidewire impedes the transcatheter heart valve (thv) leaflets from fully opening and closing, temporary central regurgitation may occur and is expected to resolve upon guidewire removal. Based on the available information, guidewire interaction with the valve leaflets cannot be excluded as a contributing factor in this case. Advances in valve design and bioprosthetic materials have been implemented to improve hemodynamic performance and reduce the potential for central regurgitation. It is possible that one or more patient- and/or procedural-related factors identified in the technical summary contributed to the reported event. However, due to insufficient information, a definitive root cause cannot be determined.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by our edwards lifesciences japanese affiliate, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve, coronary obstruction and stuck leaflet were observed. The right coronary artery (rca) was protected with a guidewire, and the valve was deployed at nominal volume with an implantation depth of approximately 9:1. Post-deployment assessment by transthoracic echocardiography (tte) demonstrated mild aortic regurgitation (ar). Aortic angiography (aog) showed sellers grade I-ii regurgitation into the left ventricle, and the rca was well visualized. Although mild transvalvular ar was also noted at this time, it was considered to be wire-related. Subsequently, post-dilatation was performed at the same nominal volume. Immediately after post-dilatation, the patient developed st-segment elevation on electrocardiogram (ECG), accompanied by tachycardia (hr 100-120 bpm) and hypotension. The rca remained intact on angiographic evaluation, although the left coronary artery (lca) was not assessed at that time. Despite fluid resuscitation and catecholamine administration by the anesthesia team, the patient's heart rate rapidly declined to the 50s, necessitating initiation of chest compressions and venoarterial extracorporeal membrane oxygenation (ECMO). Under mechanical circulatory support, further evaluation was performed. Repeat aog revealed slow flow in the lca. Imaging was switched to transesophageal echocardiography (tee). Attempts were made to engage the lca (left main trunk, lmt) under echocardiographic guidance; however, the transcatheter valve frame extended up to the stj, leaving virtually no sinus of valsalva space, and engagement with a guide catheter was not feasible. Tee at that time demonstrated worsening transvalvular ar to a severe degree. ECMO flow was maintained at a high level (3.5 l/min), and the contribution of ECMO to the exacerbation of ar was considered at that time. Subsequently, the physician reported that the central regurgitation was considered to have been caused by a stuck leaflet. Upon the surgeon's arrival, the decision was made to proceed with emergent median sternotomy and off-pump coronary artery bypass (opcab) under ongoing ECMO support. Conversion to conventional cardiopulmonary bypass was avoided due to the anticipated difficulty in weaning; therefore, the procedure was performed with ECMO support maintained throughout. The patient passed away on post operative day (pod) 4. Autopsy findings later revealed that the left coronary cusp (lcc) of the native valve had been displaced upward, obstructing the lca.